Event description:
It was reported that the right atrial (ra) lead may have perforated. This was unable to be confirmed with fluoroscopy. There was a pericardial effusion that required a pericardiocentesis. There were no additional adverse effects to the patient.